Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted approximately two (2) years ago. The patient was discharged. The patient reported that everything was good until (B)(6) of this year (2025) when they suddenly had a stroke. The patient reported they did not think it was a stroke since they had the watchman implanted. A day later the daughter of the patient, who is an emergency room (ER) physician, told the patient they needed to be seen in the ER. It was confirmed by computed tomography (CT) that the patient had had a stroke. A month later, the patient was told by a cardiologist the watchman had not failed but that there was a small indentation in their heart where blood had accumulated.

Manufacturer narrative:
B3 date of event: the event date was approximated to (06/01/2025) since the information provided stated the event occurred in june 2025. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.